Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. After a guidewire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during inflation. The device was replaced with a 035 non-bsc balloon catheter and the procedure was completed after placement of an epic stent. There were no patient complications nor injuries reported.